Event description:
A facility reported that a patient was hospitalized due to suspected hemolysis. Approximately 45 minutes into the dialysis treatment the patient complained of back, neck and chest pain and shortness of breath. The facility was using a reused arterial bloodline and noted that the inlet blood pump segment was not secured properly, resulting in a kink on the outlet of the blood pump segment. Arterial bloodline pressure was not monitored and the facility states no machine alarms occurred. The patient was placed on oxygen. A post treatment hematocrit was 31 the physician was notified and the patient transferred to the hospital. The hematocrit drawn in the hospital was 28.0. The facility medical professional did not know if any other medical intervention had been taken, other than the completion of the patient's dialysis treatment. The patient was discharged the following day.